Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.2 and 2.1 was failed. A field service engineer (fse) identified that main enhanced half height drawers 2.1 and 2.2 were not detected on the bus, and main half height drawer 3.2 row b was also not detected. The station was shut down, the back panel was opened, and the drawers were inspected. Retractor bands were replaced on enhanced half height drawers 2.1 and 2.2, and the row board was replaced on enhanced half height drawer 3.2. The system was logged into as admin, drawers were tested on hardware test application, and the station was rebooted. Hardware test application testing passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer 3.2 and 2.1 had failed. The customer rebooted the device and attempted recovery, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.